Event description:
It was reported that during implant, the lead exhibited intermittent capture. The lead was not implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: low lead impedance was found and it was due to an electrical short caused by damage to the inner insulation. The cause of the insulation damage was overtorque of the inner coil during the surgical procedure.